Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was unable to connect the patient programmer or the ins recharger (insr) to the ins to turn it on. The patient stated that they last felt stimulation about 2 weeks prior to the report and that they last successfully charged the ins a week prior to the report. The patient was seeing a 'reposition antenna' screen on the insr and a poor communication screen on the programmer. It was reported that the insr antenna was damaged. The patient noted that they had slammed on their car breaks to avoid hitting a lady around 2 weeks prior to the report. A new insr antenna was sent to the patient who was told to follow-up with an hcp if the issue did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they were calling in reference to their stimulator. The patient reported it quit working again, so they needed to know what to do. No symptoms or further complications were reported/anticipated.